Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that myocardial infarction (mi), stent thrombosis, chest pain, diaphoresis, dyspnea and nausea occurred. In (B)(6) 2011, the patient was diagnosed with unstable angina and cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure was performed. Target lesion #1 was a de novo lesion located in saphenous vein graft (svg) to distal right coronary artery (rca) with 70% stenosis and was 30 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct stent placement using a 3.50 x 32 mm taxus® liberté® stent, resulting in 0% residual stenosis. Target lesion #2 was a de novo lesion located in svg to first diagonal (d1) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.50 x 12mm taxus® liberté® stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with chest pain associated with diaphoresis, dyspnea and nausea. ECG revealed sinus rhythm with occasional premature ventricular contractions (pvcs) and possible lateral infarct. Cardiac enzymes were also noted to be elevated consistent with mi. The patient was diagnosed with non q-wave st segment elevation myocardial infarction and cardiac catheterization was recommended. At the time of the event, the patient was on aspirin only. The study drug per protocol was never taken during the study and ¿other¿ antiplatelet medication was last taken on an unknown date in 2012. Coronary angiography was revealed acute proximal occlusion with thrombus in svg to rca. It was treated with aspiration thrombectomy followed by balloon angioplasty,resulting in 0% residual stenosis. Five days later from onset of symptoms, the 70% stenosis in the svg to obtuse marginal (om) was treated with balloon angioplasty and placement of 3.00 x 32 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.